Manufacturer narrative:
Evaluation revealed the sliding core uhmpwe, 6mm to be the subject product. No further associated products were reported. A physical examination could not be carried out as the device was not received for evaluation. Due to the missing product it could not be determined in what manner the poly had broken. A review of the device history records revealed no deviation in the manufacturing process. The sliding core was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. In the case presented a male patient had been treated with star on (B)(6) 2012 due to an arthritis of the left ankle. As the right ankle of the patient was affected by the arthritis as well (bilateral), he was treated with another star prosthesis on (B)(6) 2012. On (B)(6) 2016 the patient presented to the clinic due to pain, which appeared after shovelling. X-rays were taken, which revealed the polyethylene sliding core of the right ankle replacement to be broken after approximately three years of implantation. The patient was revised on (B)(6) 2016. The broken sliding core was removed and replaced by a 7 mm one. Fracture of the polyethylene sliding core in general had been experienced and is nominated in the scientific literature. It does not present an unanticipated event in itself. Depending on the load application, also, depending on the patient¿s post implant behaviour and depending on the implant alignment, a polyethylene fracture can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. ¿like other arthroplasty devices in weight bearing joints such as the hip or knee, it is anticipated that the star ankle will have a finite useful life, at which point the prosthesis will require revision or, in certain cases, removal and fusion¿. The IFU advises that the patient should protect the joint replacement from unreasonable stresses and should follow the physician¿s instructions. In particular he should strictly avoid high impact activities such as running and jumping. It could not be excluded that exceptionally high load bearing had contributed to the event. Complications due to the meniscal mo¬bile bearing in tars such as luxation, subluxation, massive wear, and fracture of the pe in¬lay are rare complications. The cause of these complications is regularly not found in the design of this three-piece total ankle replace¬ment. Causes of failure of the mobile bearing are mostly found in incorrect indication, in¬correct soft tissue balancing, incorrect positioning of components, implantation in an¬kles with hindfoot malalignment and ankle instability¿. Based on the given information a deficiency of the sliding core in question was not verified. Fracture of the polyethylene sliding core is listed in the IFU as an adverse effect. In case relevant clinical information or once the item should become available, we reserve the right to update the investigation and change the root cause.

Event description:
The polyethylene insert fractured and had to be removed and replaced. It was replaced with cat: 400-141-f lot: 1412105.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. The reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(6) 2014. Stryker became legal manufacturer of this product on (B)(6) 2015 and has taken the responsibility for medical device reporting.

Event description:
The polyethylene insert fractured and had to be removed and replaced. It was replaced with cat: 400-141-f lot: 1412105.